Event description:
While on coronary pulmonary bypass, the oxygenator malfunctioned. Once it was determined the unit was faulty, it was replaced and the procedure continued. The component is manufactured by sorin and supplied to the facility by hospital clinical services group, the perfusion provider. Dates of use: (B) (6) 2010.